Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an incomplete side cut occurred during a lasik flap procedure. The reporter indicated there was difficulty obtaining good suction and used two different suction rings. Reporter indicated it appeared that some of the conjunctival tissue may have crept in and blocked part of the side cut. The surgeon used a scapel to separate the incomplete edge and ablation treatment was successfully completed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. No technical root cause was identified. The root cause could not be determined conclusively. The possible root cause could be user handling. (B)(4).